Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneu rx bifurcated stent graft and its components were successfully implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The pt is a heavy smoker; the pt's vessel walls are severely calcified, thin, and frail. The pt presented with severe back pain three days prior to stent graft implant; the pt was treated for a ruptured aaa. It was reported that physician elected to model the stent graft with a reliant stent graft balloon catheter (2953200-2007-00030) which was completely within the stent graft. However, upon final angiogram, there was a very small retroperitoneal endoleak in the iliac artery. The physician is unsure what lead to the disruption of the vessel wall. The physician felt that the cause of the dissection may have occurred during the inflation of the reliant stent graft balloon catheter resulting in a piece of plaque dislodging and floating around; when the balloon was inflated again, the plaque was pushed through the vessel wall. An aortic cuff was placed and the pt is fine. The pt returned to the ER 12 days post stent graft implant with abdominal pain and hypertension. The CT revealed a possible proximal movement of the stent graft from the initial location. The physician elected to observe/monitor the pt. Six days later, the pt presented in ER with acute renal failure. The physician attempted to cannulate the left renal artery with a guidewire and omni catheter, however, the wire was unable to pass and the catheter positioning was lost. The pt was placed on temporary dialysis, until an ilio-renal bypass can be performed. This will be performed when the pt's if is above 45. The pt is on temporary dialysis. No add'l clinical sequelae were reported and the pt is stable.